Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health care professional reported left side capsular contracture baker grade iii. The device has been explanted.

Event description:
Health care professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, cloudy, wear abrasion and red particles material was found on the shell. A weight test of the device was verified and the device was within specification. Voids and bubbles after autoclave disinfection process in the gel. In additional analysis it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per (B)(4). Specification: no split at the circumference of the shell cutting hole. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: - observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.